Event description:
The customer reported via phone call experiencing unexpected high blood glucose levels. The customer stated that he woke up and found that the insulin had not changed and found blood at the infusion set insertion site. The customer's blood glucose was 512 mg/dl. He used the bolus wizard and reported that his blood glucose remained the same since his previous blood glucose check 2 hours prior. His most recent blood glucose was 355 mg/dl. He stated that he did not rewind the insulin pump. He took the insulin vial out, put the new infusion set on, and connected without priming. He was advised that the empty tubing contributed to the high blood glucose. He declined to troubleshoot further as he was satisfied with the identified issue of his failure to prime.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.